Event description:
The facility reports, while using the lifter, a resident sustained slight brush burns (abrasions) on the back from the harness. (B)(4).

Manufacturer narrative:
The lifter was inspected by an arjo representative and found to be in a worn state. Repairs and review were needed for the chassis legs' paint and the kneepad silent blocks. The sling was called a "hoyer pad;" however, this is a generic term used by customers to describe slings. It was not established what type of sling was used (arjo or other sling). Slings in the marketplace range from very thin and barely supportive to the wide, supportive, upholstered arjo versions. The manufacturer has performed many simulations with the arjo sling and related versions in the past. It was confirmed during this testing that a correctly applied sling with a snugly fitted chest fixation strap will not shoot up a patient's back. Only with severe struggling and/or with a badly fitted chest strap can this be achieved. A patient cannot drop out of a correctly applied sling. This is in line with the caregiver, who admitted to not having applied the sling correctly. The manufacturer was unable to recreate a situation which would result in the abrasions reported by the facility. Even when simulating a patient forcefully wrestling out of such a sling backwards while being raised, no burn marks or similar were established. The lifter opi clearly states the chest strap is to be fitted snugly before commencing the lifting cycle. The manufacturer concludes the event is the result of user error. The manufacturer will continue to monitor complaint trending. However, it is strongly suggested the staff operating the lifter are trained against the lifter opi, specially in regard to sling application.